Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kqw6, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0kqw6, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient was feeling stimulation down their leg and outer hip and had a return of symptoms; this was described to the manufacturer representative during pre-op, and it is unknown when this was mentioned to the healthcare provider. As the healthcare provider was removing the lead as specified in guidelines, with slow and steady traction from the insertion site, it fractured. They attempted to remove the lead, but due to scarring they were unsuccessful in full removal, so it was partially explanted. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
The lead (lot# va0kqw6) was returned to the manufacturer on 2018-sep-19. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the it is unknown when the patient first experienced the stimulation. It was also noted that the patient recovered without sequela. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Analysis identified that the conductors were broken in the body of the lead; consistent with explant damage. If information is provided in the future, a supplemental report will be issued.